Event description:
Date of purchase: (B)(6) 2011. Picked up a new respironics remstar auto a-flex (CPAP) unit with a heated humidifier and power brick on (B)(6) 2011 from the supplier, (B)(6). That night, I plugged the power brick into the outlet and it arced (sparked). I tried plugging it into two other outlets and it still arced (sparked). I was concerned about the unit arcing (sparking) since I use an oxygen concentrator, which is used in conjunction with the CPAP unit. I called the supplier, (B)(6), to have them exchange the power brick. When I went to pick up another one, the respiratory therapist tried three different units and they all arced (sparked) when she plugged them into their outlets. I called the manufacturer, respironics, to try to find out what is going on with the power brick. I spoke with (B)(6) and she asked if I was using an extension cord. I told her no. It turns out that the reason it sparks is due to the switch inside the power brick is always on. There is no way to turn it off. My wife, (B)(6), called an electrician, and he suggested using a surge protector since you can turn the switch off on the surge protector before you plug it in. My wife called respironics back and left a message. (B)(6) returned her call and said that respironics can't say to use a surge protector because the power brick was never tested or calibrated with the equipment. I then tried to find out what testing company they use for the power brick. I was told by (B)(6) on (B)(6) 2011 that he could not tell me because that is proprietary info and they can't divulge it. I didn't understand and his response because (B)(6) is on many electrical appliances and devices. My wife then called back to respironics and explained my situation to (B)(6) again, and she said that a supervisor will look into it. My wife told her that I don't feel comfortable using the power brick because of the oxygen in the room. As of today, we have not heard back from respironics. Please explain to me in writing that the power brick is safe to use with oxygen in the room even though it arcs (sparks) when plugged into an outlet. I would also like to know who the testing laboratory is so that I can feel safe using the power brick with my CPAP unit. I would like to make sure that their standards meet (B)(6). I understand that CPAP equipment is approved by the FDA, so there should not be a problem finding this out. The new equipment is being rented for 13 months, then I will own it. Medicare and my supplemental insurance will cover the cost of the equipment, but I pay the insurance premiums, so I believe I have the right to know that my product is safe. Please understand that my concern for safety is not just for my wife and myself; we live in multi-unit townhouses and there are other people to consider.